Event description:
Healthcare professional reported left side "breast capsule contracture," baker grade IV and rupture. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation:visual analysis of the returned device identified: the weight the device within specification, fold creases, and an extended opening on radius. A microscopic analysis was performed which identified: more than three striated openings on radius and posterior. Based on the device analysis the final assessment is: more than three striated openings on radius and posterior assessed as surgical damage consist in the use of some surgical tool. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "breast capsule contracture," baker grade IV and rupture.

Event description:
Healthcare professional reported left side "breast capsule contracture," baker grade IV and rupture. Device has been explanted and replaced.